Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain and burning at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue.

Manufacturer narrative:
The report that the ipg was revised due to ¿ipg site numb and cold¿ was not confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. As received, device was inoperable, the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the explant procedure. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. The DHR review determined that manufacturing completed all steps correctly and there were no errors in the production of the product.